Event description:
Had silicone implants implanted. Has since developed firmness and hardness of breasts with left being greater than right movement and lifting cause discomfort. Pt gives a history of fibromyaligia resulting in back pain, chest pain and occasional arm and shoulder discomforts, increasing over the last few years. 5/31/95 implants removed intact. No evidence of leaking or rupture.